Event description:
Cautery unit was not activated, but the scissors were energized via a karl storz h.f. Cable and burned the pt's colon.bowel wedge resection was performed with low transverse incision.